Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 7.5mg/ml at 1.211mg/day and bupivacaine 7.5mg/ml at 1.211mg/day. It was reported that the patient was seen in the clinic for routine pump maintenance on a date unknown to the rep. Due to approaching end of service (eos), the physician performed a catheter access study but was unable to aspirate any cerebrospinal fluid (csf). The physician denied any history of volume discrepancies. The patient was taken to the operating room on (B)(6) 2026 for a prophylactic pump replacement due to the elective replacement indicator (eri) in less than one month with a possible catheter revision. The physician began by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment. He removed the pump from the pocket and attempted to aspirate from the catheter access port (cap) but was still unable to aspirate any csf. He then proceeded to disconnect the pump from the proximal segment and dissected out the remaining portion of the proximal segment. He disconnected the proximal segment at the collet and then noted freely dripping csf from the spinal segment. At this time, he j ust opted to replace the proximal segment. He used an 8784 revision kit. He trimmed the new segment to be the same length as the existing segment. The implanted catheter length was 114.4cm with a volume of 0.252ml. The drug was transferred from the old pump to the new pump. The physician stated that he believed that there was tissue build up within the segment that was preventing him from aspirating csf through the port. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. There were no changes to the drug concentration or dosing parameters. At the time of this report, the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8780 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 22-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the physician suspected an occlusion within the proximal segment of the catheter as the spinal segment was flowing without issue once the two segments were separated at the collet.